Event description:
During the implant procedure, the patient experienced bleeding. Physician nicked the anterior external jugular when tunneling. Physician applied direct pressure till bleeding stopped. This resolved the issue.